Event description:
It was reported that the camera head, when being moved, horizontal purple stripes would appear and, sometimes, the picture disappeared completely, and error e116 would display. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head, when being moved, horizontal purple stripes would appear and, sometimes, the picture disappeared completely, and error e116 would display. There was no patient involvement.